Event description:
It was reported that during a 2nd toe tarsometatarsal fusion, the left side of the forceps broke off during compression of the plate. The broken piece was retrieved from the patient. The surgeon used another forceps to complete the procedure. There was no reported adverse effect to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and was broken. The chisels corresponded to the drawings and processes at the time of manufacture. The root cause could not be determined and this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.